Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose readings of 530 mg/dl. Customer reported symptoms of nausea, vomiting and hypotension prior to the hospitalization. Customer was treated with insulin drips, nausea and abdominal pain medications, as well as four liters of saline at the hospital. Customer stated that they got a different reservoir and set and did not know how to use it. Customer's nurse stated that the material the customer was sent did not fit with the insulin pump. No further information reported.